Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint ¿one of the leads of the tip was broken¿. The maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Additional observation not reported was that the instrument was found to have thermal damage on the bipolar yaw pulley. Black char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, a member of the operating room (or) staff noted one of the tips on the maryland bipolar forceps was broken. A similar back-up da vinci instrument was used to continue with the case. No fragments fell into the patient. The procedure was completed with no reported injury.